Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation: (1) the phenomenon ¿180 series scope is not detected¿: the cause was the faulty patient board set (ap and dr boards). Since there was no information supporting the design failure, the cause of the faulty boards could not be identified; (2) the phenomenon ¿image freezes¿: the cause was the faulty patient circuit (dp) board. (3): the phenomenon ¿screws on the top cover and nuts inside the device are loosened¿: since this phenomenon was not reported frequently, it was likely that this was an accidental failure, or a failure caused by handling methods (impact to the device or excessive stress). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[important information ¿ please read before use]. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the image froze when using an olympus, evis exera ii scope with the olympus, model cv-190, evis exera iii video system center. The problem, as reported to olympus, was identified during demonstration of the device. There was no patient involvement, associated with the event, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found that the returned device did not detect olympus, model series 180 scopes due to a printed circuit board failure. In addition, it was determined that the image displayed was frozen due to a printed circuit board failure. Additional evaluation findings are as follows: front panel, rear panel and top cover were noted dented; the power supply unit was noted deformed; screws on the top cover and the nuts inside the processor found loose. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.